Event description:
According to the reporter: this product was never used on an actual procedure. After opening the package, the nurse tested to see if it worked properly, and when the personnel pushed the "collar" part it came loose and broke off.

Manufacturer narrative:
(B)(4).